Event description:
When tech arrived at home he was advised that a family member had slipped on the beads and fell on left side. It was stated that the family member injured their left arm and knee and right arm. Did not receive medical attention but placed bandage on cut and iced knee.